Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The patient also complained that they were not notified regarding the elective replacement indicator status of the device, but it appears that the alerts had been turned off. The device was explanted and replaced. It was also reported that the left ventricular lead had high thresholds. The lead configuration was reprogrammed and a lower thresholds was obtained. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.